Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was admitted to the hospital due to a trans-ischemic attack (tia). The patient's device had not been evaluated in approximately three years so they physician ordered a check. On interrogation it was noted that the ra pacing impedance was high and out-of-range (oor) for the last year and a half. Also, there was no sensing or capture. By review of electrograms (egms) the patient had atrial fibrillation a few days prior to admission, but at the time of the evaluation was in normal sinus rhythm. There were questions related to the sensing marker notations on the egms and that was discussed by technical services. The device was reprogrammed to vvir, and a lead revision may be considered at the time a device change-out is due. There were no additional adverse patient effects reported. At this time the lead remains in service.

Manufacturer narrative:
Additional information was received stating this lead continued to exhibit loss of capture and was replaced during a revision procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.